Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely positive rheumatoid factor (rf) results generated by the unicel dxc 600 pro synchron clinical systems. The results were reported out of the lab. Customer indicated falsely positive results were in the 21-23iu/ml range mostly. Customer does not have any patient result printouts to send to bci. Per customer, they sent samples out for reference testing and they came back negative. Customer has not received any reports from physicians of adverse affects to patients.

Manufacturer narrative:
The customer has had intermittent calibration problem with rf, including "math errors" and "back-to-back" errors. The lab has had intermittent qc recovery problems with rf, including sudden drops in recovery. The intermittent calibration and qc issues were resolved by loading and calibrating new cartridges of the same lots of reagent. Service was not dispatched as this appears to be a reagent related issue.